Event description:
It was reported the legs on the shower chair buckled from beneath the patient during use. The patient fell out of the chair and hit her left hip and shoulder. The patient did not seek medical intervention; however, is complaining of pain and bruising to the affected areas.